Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report that on (B)(6) 2014, upon sensor applicator removal, sensor wire became detached from sensor pod. Patient stated that sensor wire remained left behind at insertion site. Patient stated that he was able to remove sensor wire from insertion site. Patient did not report any injury or medical intervention at time of contact with dexcom technical support.

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The sensor wire was observed to be detached from the housing puck, confirming the reported event that the sensor write detached from the sensor pod.